Event description:
It was reported to boston scientific corporation on august 06, 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed three days prior (patient age, gender and weight unknown). According to the complainant, severe resistance was felt while exchanging the catheters over the 0.035 /450 cm jag precursor. The applied force caused the ptfe coating to peel on the wire outside of the patient. Therefore, none of the wire coating detached in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the metal hypo tube of the cannula stripped the ptfe sleeve. The ptfe presented a corrugated condition starting at 163 cm from the distal tip until 171cm where the ptfe was cut exposing the core wire for 39 cm. The diameter of the wire was measured to be 0.0350", which is within specification for the jagwire. The exact root cause could not be determined with the conducted investigation; however, based in the conducted investigation, the most probable root cause is damaged caused by another device.